Manufacturer narrative:
(B)(6) evaluation summary: the balloon catheter was returned with blood on the shaft, consistent with advancing into the anatomy. There was contrast in the balloon and in the inflation lumen and the balloon was loosely folded, consistent with attempted inflation. The reported leak was confirmed. A new indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid was observed leaking from the guide wire port of the sidearm. After the tip was occluded using hemostats, the indeflator was attached to the guide wire exit port of the sidearm and pressurized when fluid and bubbles were observed leaking through the glue at the inflation port of the sidearm. There was no other damage noted to the balloon catheter. Potential factors that could cause this type of leak include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen or insufficient adhesive at the inflation lumen/sidearm junction. To ensure this type of damage is not manufacturing related, all balloon dilatation catheters are visually inspected and leak tested during the manufacturing process. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot and there have been no other incidents reported for this lot. Based on the reported information and analysis of the returned product, it is likely that an insufficient adhesive bond between the inflation lumen and the sidearm contributed to the leak. Manufacturing has been notified of this event.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper es. Sheath: cordis 5f. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the balloon catheter was inflated up to rated burst pressure of 14 atmospheres and a leakage appeared at the junction of the shaft and the hub. It did not alter the performance of the catheter and the lesion was treated properly. No patient effects were reported. No additional information was provided.